Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that to boston scientific corporation that an ultratome xl was used during a cholangiopancreatography procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the cutting wire broke upon bowing. The procedure was completed with a second ultratome xl. There were no user injury nor patient complications reported as a result of this event.

Manufacturer narrative:
(Device codes): the problem code 1069 captures the reportable event of cutting wire broken. Visual examination of the returned device revealed that the cutting wire was broken and blackened. There was not other issue noted. The complaint was consistent with the reported event of cutting wire broke. It is most likely that a peak of voltage could have caused the failures noted. Therefore, it was concluded that the investigation conclusion code of this event is cause traced to component failure since the failure was due to expected or random component failure without any design or manufacturing issue. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications at the time of release to distribution.

Event description:
It was reported that to boston scientific corporation that an ultratome xl was used during a cholangiopancreatography procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the cutting wire broke upon bowing. The procedure was completed with a second ultratome xl. There were no user injury nor patient complications reported as a result of this event.